Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 420cc mentor smooth round high profile saline breast prostheses, suffered left breast implant slow leak, post-procedure. The patient went for physical examination starting (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 and the difference in sizes was noticed every week, as the left implant appeared smaller than the right. As a result, the patient underwent removal and replacement with an unspecified saline implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the replacement device was a 420cc mentor smooth round high profile saline (catalog: 3503420 lot: 9501935 sn: (B)(6). On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear at the patch, measuring approximately less than 0.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).